Event description:
It was reported that an alert was received for high, out of range, high voltage lead impedance following generator implant. It is suspected that the issue is due to a set screw anomaly and recommended that the physician open the pocket, inspect the lead and reset the set screw. No further information.

Manufacturer narrative:
(B)(4).